Event description:
It was reported that during central processing, the fenestrated bipolar forceps had cuts on the insulation cable. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: nothing was noted to have fell into the patient's anatomy. Since it takes magnification to see the cable damage in most instances the room staff, even when examining the instrument prior to use, does not see the damage. No loss of cautery was mentioned. Some instruments had the internal wires exposed. It is unknown if thermal damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. Common causes of damaged insulation on the conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.